Event description:
It was reported that the right ventricular (rv) lead has an insulation issue. Additional information indicated that all lead measurements were normal during testing prior to the procedure. However, trends showed multiple shock impedance measurements that were greater than 125 ohms over the last 3 months. The rv lead was subsequently removed and replaced. This product has not been returned. This report will be updated, should additional information be received.